Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result surgical intervention took place on (B)(6) 2020, where the ipg site was washed out. No products were removed. The infection is resolved.

Event description:
It was reported that the system was explanted on (B)(6) 2021 due to the infection. There were no complications during the procedure. Infection has resolved.